Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The suction bottle was recommended for replacement to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9212-000 anesthesia gas machine experienced a loss of suction caused by a cracked suction bottle. The report was received from a single source. The reported event did not involve a patient.